Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device kept power-cycling. Stryker provided the customer with a repair quote; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs.

Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that their device kept power cycling. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and observed that the device kept power-cycling. Stryker provided the customer with a repair quote; however, the customer declined to have the device repaired. Stryker returned the device to the customer without performing any repairs.

Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that their device kept power cycling. There was no patient use associated with the reported event.